Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and a delivery anomaly from the insulin pump. The customer stated that he was reloading his pump all the way though to max fill and then it went to rewind. The customer stated that he can smell insulin when he was pushing and holding act to fill the tubing. The customer stated that the numbers on the screen and the paper in front of him is wet. The customer declined to troubleshoot for his high blood glucose readings. The customer also stated that his received a low reservoir alarm and was not able to clear out the alarm. The customer was advised to call back if the issue persists.

Manufacturer narrative:
The pump was received with intermittent act button response due to a flattened dome. The keypad connector was inspected and no anomalies were noted. No traces of moisture were noted at the electronic or motor assemblies per visual inspection. The pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No cosmetic damage noted.